Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the distal branch of the inferior mesenteric artery (ima) using packing coil lps and a microcatheter. During the procedure, a packing coil lp would not advance beyond the friction lock. After pulling back on the pusher assembly and then attempting to re-advance the packing coil lp into the microcatheter, the packing coil lp would not move forward. Therefore, the packing coil lp was removed. The procedure was completed using a ruby coil lp. There was no report of an adverse effect to the patient.